Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The alarms were not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit alarmed pump error during rewind due to corroded motor assembly. The electronic assembly was found with traces of corrosion. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify insulin flow block alarms or pump error due to pump error. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.